Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.

Event description:
Customer alleges that the joystick did not work which caused him to run into the dresser bruising toes.